Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) disp[layed a battery voltage of middle of life 1, which is less than 1/2 on the gas gauge. The device has been implanted 2 months. The programmed outputs are normal, with normal impedance measurements and no therapy delivered. The device paces 16% in the atrium and none in the ventricle. A disc was sent in for analysis which confirmed the allegation.